Event description:
Pt had surgery in march 95. Dermicel, montgomery straps were used on pt. Info from consult report states "redness was noted where adhesive tape had been applied across the back after surgery...today he had vesiculation, erythema across most of the left and right lower back and was extremely uncomfortable with pruritis. He is allergic to adhesive tape."